Event description:
It was reported that the ilet user experienced hyperglycemia after disconnecting from the pump during a meal and later reported a pump display showing glucose trending downward; the user had already replaced the infusion set. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, medical intervention beyond device troubleshooting, or long-term impact. Investigation included user interview, review of use conditions, and troubleshooting education focused on infusion set replacement and reconnection after meal dosing. Investigation of this case revealed an event consistent with user-related use conditions leading to hyperglycemia while disconnected, with no device malfunction observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with contributing use conditions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.